Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer stated the display was cloudy and the numbers were hard to read on the insulin pump. The customer was unsure how the damage occurred on the insulin pump. Customer agreed to return the product for analysis.